Manufacturer narrative:
The explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. Follow-ups are currently underway and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23 mm bioprosthetic aortic heart valve was explanted after one (1) year, five (5) months due to unknown reasons. A 23 mm pericardial bioprosthesis was used in replacement. No additional details were provided.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the onset of endocarditis occurred after 60 days from implant. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. This event was not attribute to the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Per obtain information, it was learned that a (B)(6) year old male presented to the hospital with complaint of sob. CT showed negative for pulmonary embolism. Echo showed and ef of 65%, rocking of the bioprosthetic aortic valve and perivalvular leak. Tee revealed abnormally functioning bioprosthetic valve, abscess present on aortic prosthesis, dehiscence present on aortic prosthesis, vegetation present on aortic prosthesis with severe perivalvular regurgitation of aortic prosthesis. Patient underwent an emergent re-do sternotomy, mitral valve repair with a 28 ring and artificial cord, modified bentall procedure with avr valsalva tube graft. The subject device was removed and replaced with a 23mm 3300tfx vale. The implant duration of the subject device was one year and five months. The cardiac surgery had a lengthy or time and was fairly complex. The patient finally deceased on post-operative day 16.